Manufacturer narrative:
During the device evaluation a corroded rotor assembly was found, which was identified as a probable cause of the device sticking in run mode as well was the bur breaking.

Event description:
It was reported that during testing at the user facility, the drill was stuck in the "run" setting and contained a broken bur. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.